Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas pro ise analytical unit. Sample 1: the initial sodium result was 149.6 mmol/l, and the repeat result was 139.7 mmol/l. The initial chloride result was 108.3 mmol/l, and the repeat result was 99.5 mmol/l. Sample 2: the initial sodium result was 149.8 mmol/l, and the repeat result was 136.3 mmol/l. The initial chloride result was 111.4 mmol/l, and the repeat result was 101.7 mmol/l. The repeat results were generated on a second cobas pro ise and believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was fdy89 with an expiration date of 22-sep-2026. The chloride electrode lot number was fha07 with an expiration date of 03-aug-2026. The field service engineer found that the vacuum nozzle was out of adjustment. He adjusted the vacuum nozzle, performed fluidic primes, and ise checks. He performed precision checks with results within guidelines. The investigation determined that the service actions resolved the issue.